Manufacturer narrative:
(B)(4). Batch # = m5605g. The analysis found that one pce45a device was returned in good visual condition and with an ecr45d cartridge present. The cartridge was received partially fired 1/16 cartridge and cartridge deck broken. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. However the device was tested with a test simulator for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a semi-open pneumonectomy, the device could not be fired at the 4th firing though the device functioned as intended until the 3rd firing. The device was used on the pulmonary parenchyma. Another device was used to complete the case. There were no adverse consequences to the patient.